Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes a decrease in sensing was observed. The patient will continued to be monitored.

Event description:
It was reported that the patient presented in clinic after receiving an alert for low hv lead impedance. The impedance could not be replicated in-clinic with provocative testing. There were no adverse consequences to the patient and the patient will be monitored.